Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the right atrial (ra) lead and right ventricular (rv) lead were first connected to the implantable pulse generator (ipg), loss of capture was observed, with undefined impedance qualified as high on both leads. The ipg was reprogrammed to ddd and capture was then observed. It was also reported that the leads dislodged, and there was a possible connection issue between the leads and the device. The leads were revised and remain in use. The ipg remains in use. No patient complications have been reported as a result of this event.